Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-12280 addresses the leveen electrode, manufacturer report # 3005099803-2013-12279 addresses the second leveen electrode, and manufacturer report# 3005099803-2013-12281 addresses the rf radiofrequency generator. It was reported to boston scientific corporation on (B)(6) 2013 that two leveen electrodes and a rf3000 radiofrequency generator were used during a radiofrequency ablation (rfa) procedure. According to the complainant, a ¿p1 [error] for two rf procedures about a tumor mass of the iliac fossa with needles leveen 3 and 4.¿ the pads were replaced; however, the error still was displayed on the generator. When they moved the positioning of the second needle, the error did not appear and the procedure was able to continue. However, with both needles the generator was unable to get over 130 watts. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual examination and the inspection for loose hardware found no issues. A final test, rf delivery with test loads, stress testing, pad connector continuity and pad over-current shutdowns were performed, and the device was found within specifications. The investigation also included a power on self-test (post) value check, rf on tests, a pad connector continuity check, pad over-current shutdowns tests (at ambient and/or high and low temperature, high and low voltage margin), and a vibration test; no problems were found. The complaint was not confirmed. Per the intended use/indications for use section of the leveen needle electrode family dfu, ¿the leveen needle electrode family is intended to be used in conjunction with the rf 3000 generator for the thermal coagulation necrosis of soft tissues, including partial or complete ablation of nonresectable liver lesions.¿ the failure to achieve roll-off likely occurred due to the higher impedance of bone tissue; therefore the most probable root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-12280 addresses the leveen electrode, manufacturer report # 3005099803-2013-12279 addresses the second leveen electrode, and manufacturer report# 3005099803-2013-12281 addresses the rf radiofrequency generator. It was reported to boston scientific corporation on (B)(4) 2013 that two leveen electrodes and a rf3000 radiofrequency generator were used during a radiofrequency ablation (rfa) procedure. According to the complainant, a ¿p1 [error] for two rf procedures about a tumor mass of the iliac fossa with needles leveen 3 and 4.¿ the pads were replaced; however the error still was displayed on the generator. When they moved the positioning of the second needle, the error did not appear and the procedure was able to continue. However, with both needles the generator was unable to get over 130 watts. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.